Event description:
It was reported that during a partial nephrectomy procedure, that some of the clips from two devices were only partially closing (proximal to distal). The surgeon was able to complete the case successfully with a good outcome. Same/like device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during a partial nephrectomy procedure, that some of the clips from two devices were only partially closing (proximal to distal). The surgeon was able to complete the case successfully with a good outcome. Same/like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing of the device did the problem occur? 3rd or 4th firing; this happened with two separate devices on same case. Clips did not form properly proximal to distal, closing over each in non-alignment. This also caused the next clip to not release properly and a new device was opened. A similar situation occurred after a few successful firings with a misaligned clip. The clip which misaligned was removed from the body. Are the devices being returned for evaluation? No. Did any clips fall off the tissue? Yes, they fell into the patient and was retrieved with forceps. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.